Event description:
The user facility reported a (B)(6) male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was on support, the automated impella controller (aic) plug was found to be disconnected from the terminals. The aic was replaced and there was no patient injury or harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
B.7 added information as it was inadvertently omited from the initial manufacturer device report number 1220648-2024-06389. D.2 and d.4 common device name and moedel number were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06389 was submitted. E.1 added fax number as it was inadvertently omited from the initial manufacturer device report number 1220648-2024-06389. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11956 and should not have been. G.1 revised MDR reporting contact email in accordance with updated procedures since the initial manufacturer device report number 1220648-2024-06389 was submitted. H.6 code 3221 should not have been reported on the initial manufacturer device report number 1220648-2024-06389 in accordance with updated procedures. Code 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2024-06389 and a new code was added.